Manufacturer narrative:
The investigation into the reported hemolysis been completed since the original report was filed. The cause of the hemolysis cannot be determined since the complaint device not returned for investigation and insufficient clinical data returned. Data logs reviewed: no mc spikes observed. No positioning issue occurred.

Event description:
The user facility reported a 65-year-old female with right heart failure was implanted with an impella rp device for mechanical circulatory support. During support, it was noted that the patient developed hemolysis and the pump was subsequently explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.